Event description:
The pump was returned for investigation. Investigation revealed the display was dim and discolored; a battery compartment crack; a damaged battery cap; missing bolus button cover. This report is made based on results of the investigation performed on 10/27/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. The exterior of the battery cap was damaged. The bolus button cover was misting. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).